Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo, 90% stenosis in the mid left anterior descending artery. Reportedly, the 3.0 x 15mm rx traveler balloon catheter was advanced for pre-dilatation; however, the balloon ruptured at 12 atmospheres. An nc trek balloon catheter was used to complete pre-dilatation. The procedure was completed after deployment of a xience xpedition stent. No resistance was felt during advancement to the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.